Manufacturer narrative:
The recipient is experiencing an infection lateral of the implant fantail. Tissue defect is on the caudal side of the implant and cranial of the cochlear implant surgery scar. On (B)(6) 2020, the recipient's device was explanted. The recipient will be reimplanted once healing is complete. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The external visual inspection revealed the electrode was severed prior to receipt. This is believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock was verified. The device passed the electrical and mechanical tests performed. This device was explanted for medical reasons. The device passed the tests performed. This version of the hires device is no longer distributed. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
The recipient's infection reportedly resolved. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient is reportedly experiencing an infection. Prior to initial implant surgery, the recipient experienced an infection followed by a subtotal petrosectomy. The center suspects a possible connection between the infection and current issue. Explant surgery is scheduled.